Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimultor for non-malignant pain. It was reported that there was a lead issue. The patient had a fall, after which the lead migration was discovered. A lead revision is being planned for the patient. The patient was in the clinic on the day of the call ((B)(6) 2017) for a pre-operational appointment. The fall and lead migration occurred in early (B)(6) 2017. The caller initially said the fall occurred 4-6 weeks ago but then clarified that it occurred in (B)(6) 2017. It was reported that the patient used to charge once a week but after the fall the patient was reprogrammed to try to address the foot and leg pain. At the time of the reprogramming, the implantable neurostimulator (ins) was at 50% charge level. After reprogramming, the patient noted that the ins died within 2 hours. The patient reported charging the ins some but was unsure for how long. The patient switched to the other program and the ins did not hold a charge for more than 1 day. The patient was charging too often. After reprogramming, the patient was using the following: one anode, one cathode, 7v, 90us, and 1000hz with 24hours/7 days a week use. Group z was not known at time of call. It was estimated that there were 300 ohms for group z. It was estimated that the recharging frequency was 0.88 / 0.64 days. From a past clinician programmer session, the caller noted that the system had normal range impedance from 835-1148 ohms and nothing was in the out of range box. On the day of the call, the ins was discharged so they were unable to check the ins with the clinician programmer. This all started in (B)(6) 2017 and was told to the manufacturer representative by the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2017 reporting that the need to charge every other day (qod) to every day (qd) was secondary to an increase in amplitude. It was unknown when the patient¿s foot and leg pain started as this was the patient¿s usual pain pattern. The patient¿s weight at the time of the event was unknown. No further complications were reported.